Event description:
The user facility reported a 61-year-old male undergoing cardiac bypass surgery was implanted with an impella device for mechanical circulatory support. The 5.5 pump adhered to the patient's sternum, the physician had to open the patient's chest to take the pump out of body, the pump was used for 645 hours which is around 26 days and this is beyond the instructions for use.

Manufacturer narrative:
The cause of the impella removal issue was not determined since neither the product nor sufficient clinical information was provided. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. This report is being filed as part of a retrospective review of historical records.